Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. The following information was requested but unavailable: how was the bleeding treated/stopped? Was a transfusion necessary? Were there any patient consequences? Please confirm if usbcph is the correct lot number. It was not recognized in our system.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, suture was used on the patient's liver to stop bleeding. During use, the suture broke, causing the patient's wound and deep bleeding to be unable to stop. After replacing it with another manufacturer's device, no such situation occurred and it was used normally. Additional information was requested.